Event description:
After placement of dlt endobronchial tube, elective fob performed and a 1 x 2 mm clear plastic with blue line foreign body was noted sitting on carina. After confirming proper placement of left sided endobronchial cuff in left main stem, fob retrieval of foreign body by means of fob suction by doctor was performed.